Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) verified the transducer voltage and alignments. The fse also discussed environmental temperature issues, quality control and standard deviation issues with the customer. The fse also noted case temperature errors in the instruments event log. The fse replaced the fluidics tubing from the wash buffer supply to the transducer. Upon completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-06537, 2122870-2011-06550.

Event description:
The customer reported that erroneous human chorionic gonadotropin (bhcg) and progesterone results were generated on an access 2 immunoassay system for multiple patients. This report is one of two and represents the lower than expected progesterone results generated on the access 2 immunoassay system for two patient samples on (B)(4) 2011. The initial, erroneous progesterone results were "0.00 ng/ml." Upon repeat testing on the same instrument the repeat progesterone results were higher, within a higher diagnostic category, and considered valid. The initial progesterone results were reported out of the laboratory; however, there were no reports of adverse event, serious injury or modification to patient treatment associated with this event. The samples were serum samples and were centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied data indicated that system checks executed during the timeframe of this event met published specifications. Multiple additional initial patient progesterone results were provided by the customer, however, confirmatory repeat progesterone results were not generated for any other patient and hence the initial patient results could not be confirmed as erroneous. Additional assay test results for these patients are not in question to date.